Manufacturer narrative:
Identifying information, such as the part number and lot number of the broken hardware was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a flatfoot correction surgical procedure that utilized paragon 28 implants on (B)(6) 2018. Paragon 28 monster 7.0 x 50mm thread screw and gorilla r3con screw and hevans plate, was used in conjunction with a 6mm evans wedge for the surgical procedure. The patient was said to experience a non-union with a hardware failure with the evans wedge. A revision surgery was not scheduled.